Event description:
A PICC line was placed over a wire in a neonate. Approximately two days later during a dressing change, the line was noted be out 7cm as opposed to documented 4cm. A line placement x-ray was performed. The x-ray revealed "... A wire which extends 2cm from the tip of the line to the mid lower right atrium". The neonate underwent a procedure to remove the wire fragment. The neonate tolerated the procedure and remains in the nicu.